Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified. Updated annex c - inv findings desc 2 to c0706 - stress problem identified. Updated annex c - inv findings desc 3 to c06 - material and/or chemical problem identified. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) or erbe generator had repeated faults. At this time, it is unknown how the issue was resolved. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-02 and c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported errors were confirmed using system logs which revealed errors 1-87 and m-02. Functional testing revealed that the unit generated error code 1-87 followed by m-02-3 upon startup. Additionally, a review of the internal erbe error log showed the presence of c-00 and m-02. The root cause could not be determined; however, error m-02 points to a module timeout which is likely a component failure causing an operational problem within the erbe.